Event description:
The reporter staed that the customer experienced a loose conection of the ti-adapter and the patient adapter. The customer was unable to tighten the connection. No patient injuries or medical interventions occurred as a result. The product was new. This was noted during use.

Manufacturer narrative:
The device has not been received. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.